Event description:
It was reported that the programmer was making a "beep" sound and the touch pen was inactive. The caller removed the radio frequency (rf head), local area network (lan) card, touch pen and rebooted the programmer and the problem cleared. The user cycled power several times and no issues surfaced. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).